Event description:
It was reported that the rotation adjust knob was missing. A rotapro console was selected for use. Upon withdrawal, there were difficulty to disconnect the electrical cable console. It was noted that the console rotation speed adjust knob was missing. The procedure successfully completed with this device. There was no patient complications reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed on the device. However, analysis was concluded based on the received photo of the complaint device. The electrical cable console was stuck in advancer electrical connector, and it was observed the rpm adjustment knob was missing. Media analysis confirmed the reported event console rpm speed adjust knob missing.

Event description:
It was reported that the rotation adjust knob was missing. A rotapro console was selected for use. Upon withdrawal, there were difficulty to disconnect the electrical cable console. It was noted that the console rotation speed adjust knob was missing. The procedure successfully completed with this device. There was no patient complications reported.